Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The insert was tested with bobcat pro serial # (B)(4) and was tested for temperature and a reading of 98.9 degrees was recorded at the working area of the insert tip. The insert was tested at 35cc of water flow, the thermometer ID # (B)(4) (cal date 12/14/15 - cal due 12/31/16). In conclusion the complaint for the insert getting hot could not be duplicated and the insert could not be failed for the temperature due to needing a 118.4 f to warrant a failure. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
While using a cavitron 25k p-10 insert, the insert was getting hot. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.